Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The fse found the control board was damaged and the device was not recognizing it. The fse replaced the control board to address this finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device shows a visual alarm and not an audible alarm when it is disconnected. There was no patient involvement.